Manufacturer narrative:
Voluntary medwatch number (B)(4) was received on 12mar2025. Manufacturer's investigation conclusion: the reported event of damage to the heartmate modular cable was not confirmed as no product was returned for analysis. The provided information indicated the modular cable was exchanged but was not available for further evaluation. Multiple attempts were made to obtain additional information regarding images of the damage, lot number of the modular cable, patient initials, and clarification of the details of the adverse event; however, no additional information has been provided. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the heartmate modular cable not being reported. The heartmate 3 instructions for use was available for use at the time of the event. Section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived at the clinic with noted damage to the modular cable. The modular cable was replaced.